Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had a low out of range pace impedance and low r-wave alert, triggered for this rv lead. There had been a gradual decrease in the rv impedance from about 516 ohms, last year, to the most current of about 200-214 ohms. Technical services suggested to perform an x-ray to review the position of the lead. No adverse patient effects were reported.

Event description:
Additional information indicated that the x-ray of the rv lead was inconclusive of anything relative to the lead. No adverse patient effects were reported.